Manufacturer narrative:
Upon completion of the investigation, it was noted that the product code was found to be that of (B)(4) and not that of (B)(4) first reported by the customer. During the investigation of the device, it was found that the device failed the programming and pressure tests. Once the device was irrigated again the flow was normal. It was determined that biological debris found throughout the device appears to have caused the problem reported by the customer. A review of the device history records confirmed that this device conformed to the required specification prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Rep reported that the device was explanted as it was not working properly. This physician did not conduct the original implant.